Event description:
A peritoneal dialysis (pd) patient's nurse contacted (B)(6) customer service to report a complaint regarding the transpore-plastic trans. Tape 1"x10yds. Nurse spoke to the patient and he stated the plastic tape makes him itch from time to time. Just an fyi. The patient involvement is unknown however there was no harm or adverse event reported. "This report reflects information received by FDA in the form of a notification per 803.22 (b)(2)".